Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 34 mg/dl; cause was not known. Reportedly customer required assistance by paramedics. Customer consumed carbohydrates to address bg. Customer was treated with intravenous fluids of saline to address the bg. Tandem technical support performed a full pump system check and verified that the pump was functioning appropriately. Recommendation was made to consult with a healthcare provider regarding diabetes management.